Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the getinge field service techncian (gfst), that the cardiosave intra-aortic balloon pump (iabp) pump will not power up. There was no patient involvement reported.

Event description:
N/a.

Manufacturer narrative:
Corrected fields: b2 the field date of death is mentioned in error. Kindly disregard the mentioned date. Additional information: event site contact person details: (B)(6), biomedical engineer. At this time, the customer has not requested for getinge to repair the unit for the reported malfunction. If any pertinent information is received in the future, a supplemental report will be submitted.